Event description:
In a ptca/atherotomy of an ostial obtuse marginal heavily calcified lesion, the physician passed the cutting balloon through the sidewall of a stent that was placed approx one yr ago. The cutting balloon was inflated to 6 atm and then lost pressure. Several unsuccessful attempts were made to remove the cutting balloon including an attempt to snare the balloon with various wires. After approx 3 hrs, the cutting balloon was removed after a balloon was inserted with vigorous pulling by the physician. Upon visual inspection of the cutting balloon after removal, one of the atherotomes was noted to be missing. It is unk whether the atherotome remains within the pt's body or whether it detached after removal of the device from the pt's body. A spiral dissection occurred in the circumflex artery with immediate closing down of the vessel at the ostium. It was decided that the pt would not undergo emergent open heart surgery as the area requiring intervention could not be reached. The pt subsequently sustained a myocardial infarction demonstrated by a moderate increase in the cardiac enzymes. The pt is reported as stable post-discharge.